Event description:
Msa co. Po box 427, pittsburgh, pa 15230. This instrument was tested by msa on 7/29/96, and met all specs. See the enclosed repair history. Since the complaint could not be verified, no further action was required or taken. The instrument was returned to evergreen rehabilitation ctr on 8/6/96. After the instrument had been returned, msa received the above-referenced medwatch report. Thereafter, our medical marketing mgr, tom mcclory and I contacted glenda clark of the evergreen rehabilitation ctr by telephone. The following is a brief synopsis of the conversation.